Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. Per the user guide: always remove all air bubbles from the pump before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air was observed in the infusion set tubing. Customer changed the infusion set and cartridge. Customer's blood glucose (bg) was 311-368 mg/dl with a moderate level of ketones. Pump bolus was delivered. Pump system check was performed and a small air bubble was observed in the tubing. Air bubble was primed out. Customer reported not to have performed the air removal step while loading the cartridge and used cold insulin. Tandem technical support reviewed the air removal step with the customer.